Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus and basal delivery and e70 error alarm was confirmed in the alarm history. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump had normal operating currents and no unexpected off no power or low battery or check settings alarms noted. The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump had cracked case at the display window corner, cracked battery tube threads, cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was unknown. During troubleshooting, device alarmed check settings alarm. Found motor position encoder error alarm in history.